Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that patient had not touched anything because they were thrilled everything was working great, their bowel had improved. Patient said suddenly sunday night, their stomach started to react differently and the day prior to the report was a day out of hell. Patient said they tried reading the book/manual but wanted assistance using the patient programmer (pp). Patient said it was working so good, they were getting signals in their rectum/signals to have a bowel movement further mentioning they went twice a day, once in the morning and once in the afternoon. Patient was so thrilled after the implant was a complete turnaround for them. Everything was great until sunday night and all day yesterday was almost uncontrollable , it was liquid very liquid. Patient synced with the pp and stimulation was off, patient was on program 3 at 4.8v with stimulation off. Patient did not know how the ins became tur ned off. Patient thought when they were programmed after surgery it was set on1.5. Patient said during the programming, patient was told to let the health care professional (hcp) know when patient felt something and all of a sudden, patient felt something in their penis and the hcp said that was fine , and she packed the patient up. It was reviewed that therapy needs to be on for it to be effective and therapy was turned back on. It was noted that patient was not feeling stimulation, patient was left on program 3 at 3.0. Patient was redirected to hcp if problem did not resolve. Patient stated they started physical therapy of their back (back issue was prior to the patient's device from a broken hip 2.5 years ago) last week, patient said they had not done much except stomach muscle exercises. Patient said their legs were very weak. Patient wondered if they may have strained something. Patient said they had an appointment with their doctor sometime around the (B)(6). It was stated that patient had an upcoming prostate procedure on (B)(6) and compatibility information was reviewed. Patient also reported not understand much about the device during education at the hospital. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient experienced a loss of symptom control. It was reported the therapy was working great for about 4 weeks, then the patient was in discomfort from having 100% liquid bowel movements. It was reported that the patient was in the doctor's office on (B)(6) and was instructed to change from program 3 to program 1. Patient reported they still had not seen an improvement in their symptoms and the night prior had been a disaster because they had a runaway bowel. Patient stated they brought the stimulation up to 4.0 on program 1 and for a bit they felt discomfort, but that had since passed and now they did not feel stimulation. Patient stated they felt stimulation more in the rectum than in the penis on program 1. It was reviewed that as long as stimulation was in the bicycle seat area, it was correct. Patient stated the literature was confusing and every time they read it, they got more confused, patient specifically noted the instruction concerning the patient programmer on/off button. Patient was able to sync with their programmer on the call and it showed stimulation was on. Patient wanted to confirm stimulation was on as it had been off previously without them knowing. Patient was able to increase from 4.0 to 4.1 and felt stimulation briefly in the correct area and by the end of the call the patient reported not feeling stimulation. It was explained it may take time for the body to adjust to programming changes and to follow-up with their healthcare provider if symptoms persist.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the patient determined that at first everything was going good, but then things turned bad. The patient changed programs and stimulation level, but the issue did not resolve. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.